Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the threaded tip of the hammer guide is indeed totally broken off. It is clearly visible marks on the shaft and threaded tip that this instrument has been often used. Note this item was manufactured in 2001. Therefore we do suppose that the breakage was caused due to normal wear and tear over the years. The manufacturing documents were reviewed and no complaint related issues were found. No product fault could be detected.

Event description:
It was reported that the threaded tip of hammer guide broke off during surgery. This is report 1 of 1 for complaint (B)(4).